Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recq1116 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that during the patient's puncture, a hole was observed in the catheter, and it was not possible to use it.